Event description:
It was reported that the patient with this right ventricular (rv) lead's threshold and impedance had increased significantly, indicating that the lead possibly not be optimally functional for a longer period. Device-based testing confirmed these observations, and no associated symptoms were observed. This rv lead was surgically abandoned because the patient required right ventricular (rv) pacing more frequently and replaced. The field representative was at the procedure that involved implanting a competitor's lead on the right due to the patient's obstructed left side. Subsequently, the competitor's lead was chosen due to the lead's longer length. No additional adverse patient effects were reported.